Manufacturer narrative:
On 11/9/2019, mentor became aware via operative report that patient suffered left side deflation and right was intact upon bilateral removal, and replacement surgery. Hence, device code has been updated on this form. This report is for the patient¿s right-sided device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 11/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the serial numbers of the implants as follows: left side: 325cc mentor smooth round moderate profile; catalog number: 3501650; serial number: (B)(4) right side: 325cc mentor smooth round moderate profile; catalog number: 3501650; serial number: (B)(4). Section d has been updated on this form. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/2/2019, device evaluation was completed. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral deflation (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with an unknown size unknown saline implant on both sides and was presented with bilateral deflation postoperatively. As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.